Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for missing label information (expiration date) on lot # 1034694. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (swabs, missing label information (expiration date) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, the reported lot number was manufactured in 2011 and the manufacturing site no longer has dhrs from this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that swab alcohol 100 bx 1200 was missing the expiration date on the box. This was discovered before use. The following information was provided by the initial reporter: material no: 326895 batch no: 1034694. It was reported that the customer could not locate expiration date on box and wanted to know if swabs were still good to use.